Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulty occurred. The taxus liberte 2.25x16mm stent delivery system (sds) could not cross the 80% stenosed lesion being treated was located in the moderately tortuous and severely calcified right coronary artery (rca). The procedure was completed using another stent. There were no pt complications. The pt condition was listed as "stable". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified stent damage along the entire length of the stent bar rows 1 to 3 from the proximal edge. The struts were stretched distally. The tip section of the device was damaged. The proximal end of the balloon was slightly inflated. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).